Manufacturer narrative:
B5: it was further reported that the incorrect software version was installed onto the device. D9 - date returned to mfg: 2/11/2025 one device was received for evaluation. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to an incorrect rear label and incorrect installation of software onto the device. As a result, the correct software was installed, and the incorrect label was removed and replaced with the correct label. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer ordered 21-2120-0105-14l pump kit, cadd-solis vip, mdl 2120, swedish, pharmguard, 1/ea, but received 21-2111-0402-14l pump kit, cadd-solis, mdl 2110, v4.2, swedish, 1/ea (pib). Serial numbers are registered as vip in installbase. There was no patient involvement.